Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 1 week after two dental implants were installed in intraoral regions #23 and #26, their non - osseointegration was observed. Thirty-five ncm of primary stability was achieved and the implant was immediately loaded. The patient presented bone type I and bone graft was executed.